Event description:
It was reported that the user and customer care attempted to pair a libre 3 plus sensor with the ilet mobile app and encountered repeated scan errors during initial setup while using a samsung a17 5g smartphone that is not on the compatibility list, after the user had removed the standalone libre app. Symptoms included no adverse clinical effects and no glycemic symptoms. Outcomes included no impact on blood glucose management, no alarms, and no medical intervention. Investigation included technical troubleshooting, education on pairing workflow, and a warm transfer to the sensor manufacturer¿s support team. Investigation of this case revealed that pairing could not be established on a non-compatible mobile device, consistent with expected performance limitations. It was concluded that the issue was attributable to use with a non-supported device and that the ilet system functioned as designed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.